Event description:
Customer reported pad error messages along with tracing failure on multiple uses. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress

Manufacturer narrative:
Updated health impact code.